Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they had patient in rewarm on arctic sun device, but the patient did not seem to be getting to targeted temperature (tt) fast enough. Confirmed there were no alerts or alarms. Patient temperature (pt) was 34.9c, targeted temperature (tt) was 36c, water temperature (wt) was 39.5c, flow rate (fr) was 2.6l/m. Discussed the rewarm rate and they had that set to max. Patient weight was 76kg and small pads were used. Informed that for a 76kg patient they recommend size large pads. Confirmed the abdomen was exposed. Suggested adding a universal pad for proper abdomen coverage. Encouraged to call back if patient did not get to targeted temperature.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they had patient in rewarm on arctic sun device, but the patient did not seem to be getting to targeted temperature (tt) fast enough. Confirmed there were no alerts or alarms. Patient temperature (pt) was 34.9c, targeted temperature (tt) was 36c, water temperature (wt) was 39.5c, flow rate (fr) was 2.6l/m. Discussed the rewarm rate and they had that set to max. Patient weight was 76kg and small pads were used. Informed that for a 76kg patient they recommend size large pads. Confirmed the abdomen was exposed. Suggested adding a universal pad for proper abdomen coverage. Encouraged to call back if patient did not get to targeted temperature. Per follow up information received via phone on 28feb2024, it was reported that therapy was completed on the female patient without any impacts. They reported that they needed advice on how to warm the patient due to their height and weight. They were instructed to use universal pads. The device did not go to biomed.